Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015bd unit serial # (B)(4). Case resolution: tech called in for help on 8015bd unit, tech state the wireless light is not on, they are wireless, they are running asm v10.33, first had tech connect unit to asm software, then check his profile make sure his network file is loaded it is, walk tech through steps transfer network config onto unit. Once complete power unit off, back on check network status, net addresses all show up, server status connected, exit out there check data set status shows pending all good explain to tech leave unit on make sure its plug in and if he can connect one 8110 unit to it and to check it again by power unit off back on in about 20mins. To make sure everything is loaded on, and if he see the wireless light blinking its a good thing everything is loading on.. Tech thank me for my assist.